Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the inability to aspirate was not determined. The wound dehiscence and "the inability" to aspirate were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#/ lot# : (B)(4) , implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) , ubd: 26-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2500 mcg/ml at 400 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had their pump dehisced. The patient is a paraplegic and was using a hand bike and inadvertently was hitting their pump when they were turning. This broke the skin and now the pump was half out. The pump was replaced and the proximal segment of the catheter was revised. Technical services confirmed new catheter volume. The company representative (rep) stated that they were not able to aspirate the catheter, so the distal portion of the catheter has medication while the new pump segment does not. Pump was aspirated on the back table. After reviewing options, the healthcare provider (hcp) decided to let the medication that was in the catheter infuse and then prime the rest of the catheter once it's cleared. Distal portion was 27cm. Technical services confirmed the medication would take 9 hours to infuse at the current rate. The proximal portion was 45.5cm which equaled 0.1ml and would be left to prime after 9 hours.